Event description:
Reportedly, on (B)(6), a lead vega r52, sn (B)(6) was tried to be implanted with a pacemaker but it was not possible because anomalous values were obtained. The vega r52 lead was positioned in the atrial appendage detecting a p wave of 1-2 mv. The threshold was > 4v. The helix was properly extended (15 turns) but no better threshold value was detected. The helix was retracted and others lead positions were tried but the threshold values with the helix retracted in all positions were > 4 v, and after extending again the helix (15 turns) the threshold value did not improve. Further with the psa connected to the a lead, the p waves were no longer detected but they were displayed in the ECG. Then the lead was explanted and the helix extraction was verified on the table; 12 turns were needed to extract the helix further of an abrupt extraction of the helix was observed, also a blood clot was observed on the tip that could not be removed. Finally another vega r52 lead was implanted obtaining good measurement values. The vega r52, sn (B)(6), is available to return for analysis. It was cleaned with sanitizer solution (chlorhexidine).

Manufacturer narrative:
H3: the pipeline flex embolization device was returned for analysis. The pipeline flex pushwire was found to be bent at ~20.9cm, ~83.5cm, and ~140.5cm from proximal end. The distal hypotube was found to be intact and ptfe pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. Pipeline flex braid was found to be collapsed. The distal end of the pipeline flex braid was found to be collapsed. The dps sleeves were found to be damaged. The tip coil was found to be intact and not damaged. Due to the condition in which the braid was returned the distal and proximal ends could not be determined. Both ends were found to be collapsed. One end of braid was found to be frayed. Based on the device analysis and reported information, the customer¿s report of ¿lockup/resistance at distal segment of catheter¿ was confirmed. From the damages seen on the braid (collapsed and frayed) and pusher (bent); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance the pipeline flex through the marksman catheter against resistance. It is possible the patient¿s vessel tortuosity contributed to the event. However, the cause for the resistance could not be determined. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. There was no non-conformance to specification that lead to the resistance. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. This regulatory report is being submitted as part of a retrospective review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: please refer to the attached report.

Event description:
Reportedly, on (B)(6) , a lead vega r52, sn (B)(6) was tried to be implanted with a pacemaker but it was not possible because anomalous values were obtained. The vega r52 lead was positioned in the atrial appendage detecting a p wave of 1-2 mv. The threshold was > 4v. The helix was properly extended (15 turns) but no better threshold value was detected. The helix was retracted and others lead positions were tried but the threshold values with the helix retracted in all positions were > 4 v, and after extending again the helix (15 turns) the threshold value did not improve. Further with the psa connected to the a lead, the p waves were no longer detected but they were displayed in the ECG. Then the lead was explanted and the helix extraction was verified on the table; 12 turns were needed to extract the helix further of an abrupt extraction of the helix was observed, also a blood clot was observed on the tip that could not be removed. Finally another vega r52 lead was implanted obtaining good measurement values.